Event description:
The ps 500 scope warmers have been malfunctioning. When activated¿by popping the internal ball, like commercial hand warmers¿they have been leaking solution and gritty debris immediately. The leakage sprays across the surgical area, contaminating supplies. Each time this happens, all sterile items must be replaced, new supplies gathered, and the contaminated area thoroughly cleaned before setup can resume. Manufacturer response for pack, hot or cold, disposable, liquid scope warmor (per site reporter). Aspen surgical comp-[redacted] was issued on [redacted]. The failed sample is not wanted for return. They will investigate.